Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: the drip chamber appears to have speckled darker sections rather than a uniform light grey colour like the rest of the batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-dec-2022. H6: investigation summary three 10010454-0006 samples from lot 22055938 were received for investigation; two samples were received in opened packaging and with residual fluid present in the device, and one sample was received in sealed packaging. The feedback provided by the customer indicates the drip chamber appears speckled and discoloured. As part of the feedback, the customer provided photographs of their experience. Analysis of the photograph, in addition to a visual inspection of the returned samples confirmed the customer's experience as black spots were detected on the drip chamber wall. The details of this feedback were forwarded to the manufacturing site as well as to the supplier of the drip chamber for further investigation. Previous investigations have found that such contamination is likely to have been caused by burnt granules from the raw material that have been embedded into the drip chamber wall during the injection molding process. This is a cosmetic defect only and does not affect the functionality or sterility of the product. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the supplier manufacturing site have been informed of this report in order to be aware of the feedback during future production of this product.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: the drip chamber appears to have speckled darker sections rather than a uniform light grey colour like the rest of the batch.